Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidewire fractured during use. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the heavily calcified ostium of the "at" in the superficial femoral artery (sfa). The thruway wire was placed. The jetstream catheter was advanced over the wire but while trying to navigate the device, the thruway wire bent and appeared frayed. The physician tried to push the wire forward and it fractured. The physician accessed the "at" through the ankle with a non bsc support catheter. The support catheter was advanced over the fractured portion of the thruway wire and was able to remove it from the patient. An angiogram was performed and determined that there was sufficient enough flow through the vessels and the case was final. No further patient complications were reported and the patient was fine post procedure.